Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, the ventilator generated an alarm for a loss of communications. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event. The service engineer evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board assembly (pcba) and updated the hardware on the backlight inverter printed circuit boards (pcbs). The ventilator passed self-testing.